Manufacturer narrative:
An event regarding dislocation involving a 28mm +8 lfit v40 head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that the modular restoration stem was removed due to chronic dislocation from patient.

Event description:
It was reported that the modular restoration stem was removed due to chronic dislocation from patient.